Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 , patient was hosptialized due to high blood glucose level and diabetic ketoacidosis and treated with IV insulin drip. The event was led by accidental pull of infusion set. No further information available.

Manufacturer narrative:
E1: (B)(6). H11: since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.